Event description:
This lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2013 for elective replacement. No further details regarding the lead were provided. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)